Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse verified the leak test failure and safety disk failure with biomed and discussed the work biomed performed on the unit prior to my arrival. Once the fse inspected the unit, he was convinced that the biomed had corrected the problem. The fse performed a safety disk leak test and system leak testing and found none. It appeared that the safety disk was not screwed in place properly and this was causing a leak and the errors. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had safety disk failure and failed the leak test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had safety disk failure and failed the leak test. There was no patient involvement, and no adverse event reported.